Event description:
Unomedical reference number (B)(4) event occurred in australia. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was bent on the insertion site at abdomen, which caused the patient blood glucose elevated to 234 mg/dl, which results that the patient had vomiting and diarrhea. The patient was in emergency room for 24 hours and further subsequently got hospitalized due to diabetic ketoacidosis. The patient also had ketones 3.9 mmol/l. The infusion set was in use for more than 24 hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 11. E1: patient city: (B)(6), patient country: (B)(6).